Event description:
It was reported that a piece of the unit's tip was missing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Even though the unit was not returned for evaluation, a picture of the tip of the inserter was provided. The unit has one tooth or fork piece missing at the tip. The sales rep informed that: ¿the surgeon tried to drill the bone, the drill was spinning and spinning and not going into the bone and then drilled with the bigger drill. The guide was a bit off because he had to remove the guide and put back when switching drills, therefore the angles were maybe not lined up and there was some resistance on the side wall angle which broke the tip of the fork coming in.¿ as the guide was removed and placed back over the pilot hole, the anchor was not directly aligned with the pilot hole (shifted) requiring the surgeon to apply force to advance the anchor into the pilot hole as the side wall provided resistance. The inserter¿s fork teeth got stuck on the side wall bent and broke. This is considered user error, and instructions for guide stability through the anchor insertion process. In sum, product was not returned and failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the unit's tip was missing.